Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit was discovered to have no battery back up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit needed a replacement of backup batteries and that it was working satisfactorily on ac mains only. So, in order to fix the issue, the fse replaced the batteries. The unit was then handed over to the customer in good working condition.